Event description:
It was reported that balloon rupture, balloon detachment and catheter removal difficulty occurred. Vascular access was obtained via the brachial artery. The target lesion was located in the heavily calcified superficial femoral artery. A 6fr non bsc introducer sheath was placed. After a non bsc stiff angled guide wire crossed the lesion, an 8x200x120 non bsc self-expanding stent was deployed. Then a 7.0mm x 200mm, 135cm mustang¿ balloon catheter was advanced for post dilation of the recently implanted stent. The balloon was first inflated to 4 atmospheres and then deflated immediately. The balloon was inflated again at 8 atmospheres however it ruptured. The balloon was quickly deflated. The device was attempted to be removed however it was not easily retracted into the introducer sheath. The physician pulled the sheath, the balloon catheter and the guide wire out simultaneously however it was noted that the distal portion of the balloon was still in the brachial artery. The physician had to take the patient to surgery to remove the distal segment of the balloon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the analysis for the returned device exhibited no signs of damage which could have correlated with the complaint event reported. The device was received with the balloon protector placed over the entire balloon. There were no kinks or damage along the entire shaft. The balloon protector was removed and there was no evidence of any device use. The balloon was tightly folded around the shaft. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. The inflation device was verified before and after use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture, balloon detachment and catheter removal difficulty occurred. Vascular access was obtained via the brachial artery. The target lesion was located in the heavily calcified superficial femoral artery. A 6fr non bsc introducer sheath was placed. After a non bsc stiff angled guide wire crossed the lesion, an 8x200x120 non bsc self-expanding stent was deployed. Then a 7.0mm x 200mm, 135cm mustang¿ balloon catheter was advanced for post dilation of the recently implanted stent. The balloon was first inflated to 4 atmospheres and then deflated immediately. The balloon was inflated again at 8 atmospheres however it ruptured. The balloon was quickly deflated. The device was attempted to be removed however it was not easily retracted into the introducer sheath. The physician pulled the sheath, the balloon catheter and the guide wire out simultaneously however it was noted that the distal portion of the balloon was still in the brachial artery. The physician had to take the patient to surgery to remove the distal segment of the balloon.